Manufacturer narrative:
As of 03/11/2020 returned product and retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section b.6 of this report for further details.

Event description:
On the initial report on 01/22/2020 consumer reported the bandages tore his skin. On 02/14/2020 consumer stated on returned cir that he treated himself (consumer is a physician).